Manufacturer narrative:
A customer reported "shunt was unable to be released". The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There have been no other complaints for the lot. All products pass 100% final inspection at the manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The sample investigation may be summarized as follows: the eds wire was pulled in and didn't protrude from the cannula opening. The shunt was fixed on a cradle by adhesive tape. The root cause is inconclusive as the eds trigger was operated and performed its functionality releasing the shunt (shunt was received separately from the eds). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a glaucoma filtration device would not release before implanting. A backup device was used to complete the procedure. After the procedure, the nurse tried to push the release, but the device still did not release. She then pushed it down 'forcibly', the device detached vigorously. Additional information was requested.